Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), uterine haemorrhage ("abnormal uterine bleeding."), gallbladder disorder ("gallbladder issues"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and blood disorder ("blood issues") in a 39-year-old female patient who had essure (batch no. C50003v,b61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, polycystic ovarian syndrome and cholecystectomy. Concurrent conditions included ovarian cystectomy since (B)(6) 2012, pancreatitis since (B)(6) 2015, cholecystectomy since (B)(6) 2015, urination difficulty, bipolar disorder, suicide attempt, chronic diarrhea, hemorrhoids, adenomyosis, hematuria and uti. Concomitant products included quetiapine from (B)(6) 2012 to (B)(6) 2018 for bipolar disorder as well as colecalciferol (vitamin d3), estradiol and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), migraine ("migraines/migraines / headaches"), weight increased ("weight gain"), vaginal haemorrhage (",abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne"), dermal cyst ("rashes or skin conditions type: cysts"), skin disorder ("skin bumps on chest and back/") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and dyspareunia ("painful intercourse,dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced biliary colic ("gallbladder attack"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), coital bleeding ("bleeding/spotting after sex"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), adenomyosis ("uterine endometriosis"), inflammation ("severe inflammation of legs and feet"), arthralgia ("severe joint pain;hip and knee pain"), hot flush ("hot flashes"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness in face and feet scalp"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), headache ("headache"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression") with depressed mood, anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), visual impairment ("vision problems"), bipolar disorder ("bipolar disorder"), vision blurred ("vision/eye problems type: blurriness and floaters,"), vitreous floaters ("floaters"), ovulation pain ("painful ovulation"), night sweats ("neight sweat"), loss of libido ("loss of libido"), polymenorrhoea ("long menstrual cycles (polymenorrhea),"), bacterial vaginosis ("bacterial viginosis"), pollakiuria ("frequent urination"), neck pain ("neck pain"), spinal pain ("spine pain"), mood swings ("mood swing"), confusional state ("confusion"), blood disorder (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), contusion ("easily bruising"), alopecia ("hair loss"), skin lesion ("sores growing in size"), gluten sensitivity ("gluten sensitivity"), skin irritation ("skin irritation multiple sores in my hair-itch till bleeding"), furuncle ("boils"), peripheral swelling ("swelling of legs or feet"), hirsutism ("hair growth in new places") and tooth disorder ("dental issues-lots of kanker sores"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, headache, dyspareunia and dermal cyst had resolved and the uterine haemorrhage, gallbladder disorder, coital bleeding, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, menstrual disorder, adenomyosis, inflammation, hot flush, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, migraine, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, fatigue, weight increased, visual impairment, bipolar disorder, biliary colic, vaginal haemorrhage, acne, skin disorder, vision blurred, vitreous floaters, weight decreased, endometriosis, ovulation pain, night sweats, loss of libido, polymenorrhoea, bacterial vaginosis, pollakiuria, neck pain, spinal pain, mood swings, blood disorder, vitamin d deficiency, contusion, alopecia, skin lesion, gluten sensitivity, skin irritation, furuncle, peripheral swelling, hirsutism and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, adenomyosis, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, bipolar disorder, blood disorder, coital bleeding, confusional state, contusion, depression, dermal cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, furuncle, gallbladder disorder, gluten sensitivity, headache, hirsutism, hot flush, hypoaesthesia, inflammation, insomnia, loss of libido, memory impairment, menstrual disorder, migraine, mood swings, neck pain, night sweats, ovulation pain, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, pruritus, rash, skin disorder, skin irritation, skin lesion, spinal pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. 3 trailing coils were noted in the fight ostia and 8 trailing coifs were noted ill the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Patient underwent trans-abdominal and transvaginal grayscale and limited color doppler ultrasound exam of the pelvis. The patient states that the transvaginal portion of the exam was painful. Gynecological ultrasound: uterus: size longitudinal 72 mm. Anterio- posterior 41 mm. Transverse 50 mm volume: 773 ml. Endometrium thickness total 4 .4 mm. Right ovary: right ovary size: 35 mm x 17mm x 23 mm. Volume: 72 ml. Left ovary: left ovary size: 32 mm x 17 mm x .24 mm. Volume 6.8 ml. Summary of ultrasound findings: essure noted in right and cornu right and it ovary appear normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : endometriosis, ovulation pain, neight sweats, loss of libido, coital bleeding, polymenorrhoea, bacterial vaginosis, pollakiuria, neck pain, spinal pain, mood swings, confusional state, blood disorder, vitamin d deficiency,contusion, alopecia, skin lesion, gluten sensitivity, skin irritation, furuncle, peripheral swelling, hirsutism, tooth disorder, gallbladder disorder . Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters added. Concomitant condition added. New events, endometriosis, ovulation pain, neight sweats, loss of libido, coital bleeding, polymenorrhoea, bacterial vaginosis, pollakiuria, neck pain, spinal pain, mood swings, confusional state, blood disorder, vitamin d deficiency, contusion, alopecia, skin lesion, gluten sensitivity, skin irritation, furuncle, peripheral swelling, hirsutism, tooth disorder, gallbladder disorder. Fu 3+4 processed together. On 1-mar-2018: medical recorde received. New reporters added. Plaintiff¿s demographics, concomitant condition and concomitant medications were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), uterine haemorrhage ("abnormal uterine bleeding."), gallbladder disorder ("gallbladder issues"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") and blood disorder ("blood issues") in a 39-year-old female patient who had essure (batch no. C50003v not valid,b61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal, polycystic ovarian syndrome and cholecystectomy. Concurrent conditions included ovarian cystectomy since (B)(6) 2012, pancreatitis since (B)(6) 2015, cholecystectomy since (B)(6) 2015, urination difficulty, bipolar disorder, suicide attempt, chronic diarrhea, hemorrhoids, adenomyosis, hematuria and uti. Concomitant products included quetiapine from 1-feb-2012 to 18-jan-2018 for bipolar disorder as well as colecalciferol (vitamin d3), estradiol and medroxyprogesterone acetate (depo-provera). On(B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), migraine ("migraines/migraines / headaches"), weight increased ("weight gain"), vaginal haemorrhage (",abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne"), dermal cyst ("rashes or skin conditions type: cysts"), skin disorder ("skin bumps on chest and back/") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and dyspareunia ("painful intercourse,dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced biliary colic ("gallbladder attack"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant), coital bleeding ("bleeding/spotting after sex"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), adenomyosis ("uterine endometriosis"), inflammation ("severe inflammation of legs and feet"), arthralgia ("severe joint pain;hip and knee pain"), hot flush ("hot flashes"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness in face and feet scalp"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), headache ("headache"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression") with depressed mood, anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), visual impairment ("vision problems"), bipolar disorder ("bipolar disorder"), vision blurred ("vision/eye problems type: blurriness and floaters,"), vitreous floaters ("floaters"), ovulation pain ("painful ovulation"), night sweats ("night sweat"), loss of libido ("loss of libido"), polymenorrhoea ("long menstrual cycles (polymenorrhea),"), bacterial vaginosis ("bacterial viginosis"), pollakiuria ("frequent urination"), neck pain ("neck pain"), spinal pain ("spine pain"), mood swings ("mood swing"), confusional state ("confusion"), blood disorder (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), increased tendency to bruise ("easily bruising"), alopecia ("hair loss"), unevaluable event ("sores growing in size"), gluten sensitivity ("gluten sensitivity"), skin irritation ("skin irritation multiple sores in my hair-itch till bleeding"), furuncle ("boils"), peripheral swelling ("swelling of legs or feet"), hirsutism ("hair growth in new places") and tooth disorder ("dental issues-lots of canker sores"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), surgery (underwent a total hysterectomy and bilateral salpingectomy) and surgery (removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, headache, dyspareunia and dermal cyst had resolved and the uterine haemorrhage, gallbladder disorder, coital bleeding, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, menstrual disorder, adenomyosis, inflammation, hot flush, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, migraine, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, fatigue, weight increased, visual impairment, bipolar disorder, biliary colic, vaginal haemorrhage, acne, skin disorder, vision blurred, vitreous floaters, weight decreased, endometriosis, ovulation pain, night sweats, loss of libido, polymenorrhoea, bacterial vaginosis, pollakiuria, neck pain, spinal pain, mood swings, blood disorder, vitamin d deficiency, increased tendency to bruise, alopecia, unevaluable event, gluten sensitivity, skin irritation, furuncle, peripheral swelling, hirsutism and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, adenomyosis, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, biliary colic, bipolar disorder, blood disorder, coital bleeding, confusional state, depression, dermal cyst, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, furuncle, gallbladder disorder, gluten sensitivity, headache, hirsutism, hot flush, hypoaesthesia, increased tendency to bruise, inflammation, insomnia, loss of libido, memory impairment, menstrual disorder, migraine, mood swings, neck pain, night sweats, ovulation pain, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polymenorrhoea, pruritus, rash, skin disorder, skin irritation, spinal pain, tooth disorder, unevaluable event, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. 3 trailing coils were noted in the fight ostia and 8 trailing coifs were noted ill the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Patient underwent trans-abdominal and transvaginal grayscale and limited color doppler ultrasound exam of the pelvis. The patient states that the transvaginal portion of the exam was painful. Gynecological ultrasound: uterus: size longitudinal 72 mm. Anterio- posterior 41 mm. Transverse 50 mm volume: 773 ml endometrium thickness total 4 .4 mm. Right ovary: right ovary size: 35 mm x 17mm x 23 mm. Volume: 72 ml left ovary: left ovary size: 32 mm x 17 mm x .24 mm. Volume 6.8 ml summary of ultrasound findings: essure noted in right and cornu right and it ovary appear normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : endometriosis, ovulation pain, neight sweats, loss of libido, coital bleeding, polymenorrhoea, bacterial vaginosis, pollakiuria, neck pain, spinal pain, mood swings, confusional state, blood disorder, vitamin d deficiency,contusion, alopecia, skin lesion, gluten sensitivity, skin irritation, furuncle, peripheral swelling, hirsutism, tooth disorder, gallbladder disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014: the patient had essure inserted. On an unknown date, the patient experienced severe pelvic pain, abnormally heavy menstrual bleeding ,abnormally severe menstrual pain, severe abdominal cramping, lower, abdominal, and lower back pain, prolonged menstruation, abnormal menstruation, uterine endometriosis, severe inflammation of legs and feet, severe joint pain, hot flashes, insomnia, brain fog, forgetfulness, numbness, tingling, severe bloating, migraines, headaches, chronic vaginal infections,vaginal discharge, painful intercourse, worsening of her depression, worsening of her anxiety, rashes, itching; chronic fatigue, weight gain and vision problems, bipolar disorder, gallbladder attack. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormally heavy menstrual bleeding ,abnormally severe menstrual pain, severe abdominal cramping, lower, abdominal, and lower back pain, prolonged menstruation, abnormal menstruation, uterine endometriosis, severe inflammation of legs and feet, severe joint pain, hot flashes, insomnia, brain fog, forgetfulness, numbness, tingling, severe bloating, migraines, headaches, chronic vaginal infections,vaginal discharge, painful intercourse, worsening of her depression, worsening of her anxiety, rashes, itching; chronic fatigue, weight gain and vision problems, bipolar disorder, gallbladder attack outcome was unknown. The reporter considered pelvic pain, abnormally heavy menstrual bleeding ,abnormally severe menstrual pain, severe abdominal cramping, lower, abdominal, and lower back pain, prolonged menstruation,abnormal menstruation, uterine endometriosis, severe inflammation of legs and feet, severe joint pain, hot flashes, insomnia, brain fog, forgetfulness, numbness, tingling, severe bloating, migraines,headaches, chronic vaginal infections,vaginal discharge, painful intercourse, worsening of her depression, worsening of her anxiety, rashes, itching; chronic fatigue, weight gain and vision problems, bipolar disorder, gallbladder attack to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") and the first episode of menorrhagia ("abnormally heavy menstrual bleeding/ menorrhagia") in a 39-year-old female patient who had essure (batch no. C50003v,b61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cystectomy since (B)(6) 2012, pancreatitis since september 2015 and cholecystectomy since september 2015. Concomitant products included quetiapine from (B)(6) 2012 to (B)(6) 2018 for bipolar disorder as well as estradiol. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of menorrhagia (seriousness criterion medically significant), migraine ("migraines/migraines / headaches"), weight increased ("weight gain"), vaginal haemorrhage (",abnormal bleeding (vaginal, menorrhagia)"), acne ("rashes or skin conditions type: acne"), dermal cyst ("rashes or skin conditions type: cysts"), skin disorder ("skin bumps on chest and back") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),") and dyspareunia ("painful intercourse,dyspareunia (painful sexual intercourse"). In september 2015, the patient experienced biliary colic ("gallbladder attack"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), adenomyosis ("uterine endometriosis"), inflammation ("severe inflammation of legs and feet"), arthralgia ("severe joint pain;hip and knee pain"), hot flush ("hot flashes"), insomnia ("insomnia"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypoaesthesia ("numbness in face and feet scalp"), paraesthesia ("tingling"), abdominal distension ("severe bloating"), headache ("headache"), vaginal infection ("chronic vaginal infections"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching"), fatigue ("chronic fatigue"), visual impairment ("vision problems"), bipolar disorder ("bipolar disorder"), vision blurred ("vision/eye problems type: blurriness and floaters,") and vitreous floaters ("floaters"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, headache, dyspareunia and dermal cyst had resolved and the abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, menstrual disorder, adenomyosis, inflammation, hot flush, insomnia, feeling abnormal, memory impairment, hypoaesthesia, paraesthesia, abdominal distension, migraine, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, fatigue, weight increased, visual impairment, bipolar disorder, biliary colic, vaginal haemorrhage, acne, skin disorder, vision blurred, vitreous floaters and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, adenomyosis, anxiety, arthralgia, back pain, biliary colic, bipolar disorder, depression, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hot flush, hypoaesthesia, inflammation, insomnia, memory impairment, menstrual disorder, migraine, paraesthesia, pelvic pain, pruritus, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitreous floaters, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: on (B)(6) 2016, patient had underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter, patient demographic information, concurrent condition and lab data were updated essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number c50003v,b61387,new events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: acne, cysts, skin bumps on chest and back, vision/eye problems type: blurriness and floaters, weight loss were added.the event migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, hip and knee pain and numbness in face and feet scalp clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.